Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. Samples were not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported condition and determine the root cause. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. As part of continuous improvements, a corrective and preventative action (CAPA) plan has been opened to address the reported condition through a more robust investigation. The results of the investigation will be documented through the CAPA. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The representative sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the patient was admitted to the unit with a temperature sensor type catheter and it became disconnected when lightly touched. There was no particular lot number identified. Per additional information received, the customer stated the sample has been discarded but they can send a representative sample.